Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, on (B)(6) 2009, tha was conducted in (B)(6) hospital. The implanted components were a conserve cup 50×56 mm(#38sp5056), a conserve bfh head 50 mm medium(#38am5000), a standard short neck(#pha01202), and an anca-fit stem size 12 (right). On (B)(6) 2026, a revision was planned to remove the cup and stem due to loosening in iizuka hospital. The neck did not appear to be damaged on the x-ray images, however upon reviewing the mr images it appeared as though the neck was fractured. On (B)(6) 2026, a revision surgery was conducted. During the operation, it was confirmed that the neck was not broken, and there appeared to be no abnormalities on visual inspection. Although stem revision had been planned preoperatively, no stem loosening was observed. Therefore, the neck, head and cup were replaced to #pha01242, #pha04416 and competitor's cup. The doctor wonders why the neck was not actually fractured despite appearing broken on the mr images. He requests us its investigation to determine whether there is any internal damage within the neck. The explanted pha01202 will be returned. (B)(4)